Event description:
When inserting the second femoral pin 4x170 it got stuck to the stabilizer. Case type: tka.

Manufacturer narrative:
Reported issue- when inserting the second femoral pin 4x170 it got stuck to the stabilizer. Product history review ¿ a review of the product history records indicates that (B)(4) were manufactured under catalog #112660 lot no 19020915, and all were accepted into final stock on 8/22/2016. There were no non-conformities identified during inspection. A review of the product history records indicates that (B)(4) were manufactured under catalog #112660 lot no 19020915, and all were accepted into final stock on 10/13/2016. There were no non-conformities identified during inspection. A review of the product history records indicates that (B)(4) were manufactured under catalog #112660 lot no 19020915, and all were accepted into final stock on 8/8/2017. There were no non-conformities identified during inspection. Complaint history review ¿ a review of complaints in catsweb and trackwise related to p/n 112660, lot number 19020915 shows 14 additional complaints related to the failure in this investigation. The complaint (B)(4). Nc/CAPA history review - a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Conclusion ¿ the event was not confirmed as alleged.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When inserting the second femoral pin 4x170 it got stuck to the stabilizer. Case type: tka.